Event description:
It was reported a vns therapy pt's presented with a dcdc code 1 on a diagnostic test. Two additional tests at later dates resulted in dcdc code 0. The physician stated that the vns worked initially for the first 2 years but is no longer controlling the seizures and he believes the pt may have low lead impedance. The pt was referred for a laryngoscopy to see if the vocal cords contract with magnet stimulation. If it is determined the vocal cords do not move then he will schedule pt for lead replacement; otherwise, a lead replacement surgery will not be performed. Good faith attempts to obtain additional info have been unsuccessful to date.